Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The lot was manufactured between january 14 - january 15, 2021. The device was received for evaluation. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) over-infused during a patient infusion; further described as ¿ran too fast¿. It was further stated that the infusion was completing between fourteen and twenty one hours. The device had been filled with clindamycin 1800mg in 240ml buffered sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.